Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that in sterile processing, the sterilization staff was carrying out the pre-washing process and noticed the detachment of the pulleys in the instrument wrist. During use in the procedure prior to sterilization, no news was reported with the patient or the operation of the instrument. There was no patient involved.